Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level ranged from 100 to 180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.